Event description:
Patient was admitted to hospital in 2003 with pancreatitis (note: they tested positive for ketones at time of admission). 2 days later, the patient experienced "severe" hyperglycemia and was in diabetic ketoacidosis. Patient was treated at hospital for hyperglycemia.